Event description:
It was reported that the insulation has been compromised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. Visual inspection: dents and scratches were noticed on the insulation. The probable root cause for the dents and scratches to the insulation is likely due to improper sterilization methods. In sum, the product was returned and the failure mode was confirmed.

Event description:
It was reported that the insulation has been compromised.